Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The sales rep reported trunk stock demo scope was damaged at some point during leg model training. No patient or hospital was involved. Additional information 3/8/2017: per phone conversation sales rep stated endoscope was cloudy.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided, we were unable to find when the device was sold to the account. The certificate of conformance (c of c) was not available for review because, the reported serial number does not appear to be included in any of the batches received in maquet wayne. The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. No visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A foggy image was obtained. The lens was cleaned and the image quality inspection repeated. The image remained foggy which suggests the issue with the lens is on the inside on the endoscope. Based on the results of the evaluation, the reported complaint for "image resolution poor" was confirmed.

Event description:
The sales rep reported trunk stock demo scope was damaged at some point during leg model training. No patient or hospital was involved. Additional information (B)(6) 2017: per phone conversation sales rep stated endoscope was cloudy.

Manufacturer narrative:
(B)(4)

Event description:
The sales rep reported trunk stock demo scope was damaged at some point during leg model training. No patient or hospital was involved. Additional information 3/8/2017: per phone conversation sales rep stated endoscope was cloudy. Additional information 05/23/2017: per phone conversation acct mgr (B)(4) - leg model training was demonstrated by him. Aware date and event date are (B)(6)2017.